Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the nozzle was clogged with a non-organic amalgam of fibrous material. Due to this clog, there were air and water flow issues. This event of fibrous deposits likely occurred from a cleaning tissue that could not be removed. This occurrence is caused by wrong user handling or mishandling of the scope. Upon further inspection, it was observed that the glue on the bending section cover was separated. Lastly, it was also observed that the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had a leakage problem. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's report of leakage of the device, leading to a halt of reprocessing by the user. It was noted that leakage was not confirmed during evaluation, which led to the presumption that the user misidentified "leakage". However, since the instructions for use (IFU) states to contact olympus in case leakage is detected, abandoning reprocessing at leakage is not considered a deviation from the IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.